Manufacturer narrative:
After additional investigation by physio-control, the cause of the reported issue has been determined to be due to residue on filter components fl4 and fl10 on the power supply pcb assembly. As a result of this investigation, physio-control has initiated a field corrective action (reference corrections and removals number 3015876-11/07/2017-003c).

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the power pcb assembly and confirmed that the device would then power on properly; however, physio observed a second issue where the device would not recognize that a therapy cable assembly was properly connected. As a result, defibrillation may not be possible. Physio then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. (B)(4).

Event description:
The customer contacted physio-control to report that their device had a service indicator present and would continually power on and off by itself. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced the power pcb assembly and confirmed that the device would then power on properly; however, physio observed a second issue where the device would not recognize that a therapy cable assembly was properly connected.  As a result, defibrillation may not be possible.  Physio then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. (B)(4).